Event description:
It was reported that there was a gap in the corvue impedance graph. It was suspected that vt/vf episodes might have caused the suspension of the corvue diagnostics. Session records and a device image were requested for further investigation. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.